Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by jari mokka, mika junnila, matti seppänen, petri virolainen, tuukka pölönen, tero vahlberg, kimmo mattila, esa k j tuominen, juho rantakokko, ville äärimaa, juha kukkonen and keijo t mäkelä. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Event description:
Information was received based on review of a journal article titled, "adverse reaction to metal debris after recap-m2a-magnum large-diameter-head metal-on-metal total hip arthroplasty" which aimed to assess the prevalence of and risk factors for armd with the recap-m2a-magnum ldh mom tha. This study consisted of 74 patients (80 hips) who had a recap-m2a-magnum ldh mom tha during the period of august 2005 to december 2006. The article reported three (3) revision procedures due to armd, eight (8) confirmed cases of armd without a revision and twenty-nine (29) cases of possible armd. It was further reported forty-six (46) hips revealed a soft tissue mass or a collection of fluid with clicking, swelling, and a feeling subluxation via an MRI. In conclusion, armd is common after recap-m2a-magnum total hip arthroplasty, and the authors do not recommend this device. Asymptomatic patients with a small fluid collection on MRI may not need instant revision surgery but must be followed up closely.